Manufacturer narrative:
Concomitant medical products: product ID 97715, serial# (B)(4), implanted: (B)(6) 2019, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that implantable neurostimulators (inss) were being removed on (B)(6) 2020 since the implants are blocking spine and pt is not getting fluid in the spine. Pt states the implant is on c2/c3 and he already has narrow spine however patient's implant is blocking this so he is not getting any fluid. Pt states this has been going on however pt couldn't get an MRI because of stimulator. Event date was unknown. Pt has had trouble with his equilibrium and states they tried to adjust however didn't work. Patient was getting really dizzy and has to hold onto things and that's why device will be removed tomorrow.